Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and five months following the implant of this transcatheter bioprosthetic valve, at the five-year follow-up appointment, a transthoracic echocardiogram was performed and showed trace paravalvular leak (pvl). Approximately one month later, the patient had presented to the hospital and was admitted with shortness of breathing, chest heaviness, and palpitations. An echocardiogram was performed and identified severe pvl. Three days later, an additional echocardiogram showed moderate pvl. Treatment for the pvl was not reported. It was noted the patient was also experiencing severe acute respiratory distress syndrome. Oxygen desaturation occurred on room air. The patient required supplemental oxygen from nasal cannula to high flow via bilevel positive airways pressure (bipap). A computed tomography (CT) scan noted diffuse infiltrates but no pulmonary embo lism. Intravenous (IV) antibiotics were administered. Methicillin-resistant staphylococcus aureus (mrsa) and other blood cultures were negative. The respiratory status worsened, and pulmonary edema presented which required intravenous drip of diuretics. As reported, the shortness of breath could have been the result of the paravalvular leak (pvl) and/or the severe acute respiratory distress (ards). Due to the patient¿s condition, evaluation of the pvl associated with the patient¿s clinical deterioration could not be performed. The physician also thought the adverse event could have been community acquired pneumonia (pna). Three days later the patient was transferred to a different hospital. The respiratory status had not improved. Three days later, the patient¿s family elected on comfort measures. The patient died the following day. The cause of death was reported as non-cardiac due to acute respiratory failure with hypoxia.

Manufacturer narrative:
Product analysis: the valve remained implanted and therefore was not returned. No product analysis can be performed. Conclusion: review of the device history record (DHR) the valve was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available, a conclusive root cause could not be determined. The patient was also experiencing severe acute respiratory distress syndrome which could have been contributing to the reported shortness of breath (sob). The medical safety assessment was performed. Based on the available information, the reported paravalvular leak was related to the valve as there was not adequate seal between the valve and the anatomy. Acute respiratory distress syndrome (ards) was likely caused by the suspected pneumonia or infection. The cause of death was reported to be respiratory failure with hypoxia, which indicated that the death was likely to have been caused by ards and was not related to the valve. Paravalvular leak is a known potential risk associated with the valve and is documented within the risk files and instructions for use. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.